Event description:
The customer contact reported that the silicone sleeve of the clave secondary port on the primary tubing set remained in the depressed position. The nurse reported that in september at an unspecified time, the primary tubing set was being used to infuse normal saline. A secondary tubing set was connected to the clave secondary port for a piggyback delivery of 100ml of alimta for a duration of 10 minutes. After 1-2 minutes after the infusion was started, the pump alarmed for proximal occlusion. It was reported that the nurse took 20-30 minutes to troubleshoot the cause of the proximal occlusion alarm. During this time, the secondary tubing set was disconnected from the clave secondary port and it was noted that the silicone sleeve of the clave secondary port on the primary tubing set remained in the depressed position. There were no leaks of chemotherapeutic agent. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. Hospira's medical investigation is complete.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.